Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 107 mg/dl.